Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination and functional test of the unit confirmed the leak at the solvent bonded junction of the tubing and the luer. The root cause was determined to be a inadequate solvent on the tubing, caused by operator error during the manual solvent bonding process. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This device is manufactured for distribution outside of the united states and does not have a 510(k) number.

Event description:
Baxter (B)(4) received a report that an infusor had leaked at the fill port during filling. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.